Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level range from 50 mg/dl to 500 mg/dl. The customer have lows at night while sleeping and can wake up with a blood glucose was over 200 mg/dl in the morning. The insulin pump had rejects new batteries, screen blurry or scratched harder to read and unexplained no delivery alarms and battery life was less. The customer stated that the case screen was dull not the insulin pump screen, most current blood glucose was 160 mg/dl. Customer stated that he did not want to do any trouble shooting as he knows that he was getting his new insulin pump soon and it was now worth doing anything now with the old stuff. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer was assisted with troubleshooting. The device will not be returned for analysis.